Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps turning on and off by itself. Customer's blood glucose was 450 mg/dl at the time of the incident. Customer treated by needle. Customer stated that the issue occurs when she changes the battery. Customer stated that the pump had not been dropped or bumped and does not show signs of physical damage. Customer stated that the battery cap contacts, battery compartment, and spring are not damaged or corroded. Customer was advised to insert a new battery into the pump. Customer stated that the display returned. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Customer also declined troubleshooting for her high blood glucose. Customer stated that a couple of weeks ago, the black part that goes on top of the battery cap would turn off the pump.